Event description:
A patient reported that even when closing the clamp on a transfer set, solution would still flow through it. No additional disinfectant was used on the transfer set. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The sample was evaluated by baxter. A visual inspection and clamp function test were performed, and it was noted that the occluder feet were broken. There was no white spot on the occluder leg that would indicate over-torquing. Leak and clear passage testing were performed with no issues noted. The sample confirmed the reported problem. The root cause of the broken occluder feet could not be determined. If additional relevant information is received a follow-up will be submitted.